Event description:
On (B)(6), 2011, it was reported that the standard dual pin rocker arm became disengaged during product placement and the opposite side single pressure gauge pin slipped as a result, causing a "gash" to the patient's upper left hairline. The wound was closed with skin staples. It was reported that it was unknown if the rocker arm was partially disengaged at the time of placement or possibly inadvertently dislodged during the compression of the two assembly halves. Additional clinical information had been requested to the customer and on (B)(6), 2011, the following information was provided. The date of the event was on (B)(6) 2011 for a craniotomy for tumor with frameless resection of melanoma with navigation. The surgery was performed with the s7 medtronic stealth stereotaxy. The patient was positioned supine with the head turned slightly to the left. During initial placement of the modular skull clamp, the dual modular portion became disengaged causing the single point to slip, resulting in a puncture to the patient's upper left hairline and requiring one staple to close the wound. After the incident, the skull clamp was reapplied by the surgeon without incidence. The surgical case proceeded. The skull clamp was then sent to integra after the surgical case was completed for evaluation. Patient outcome was reported as "perfect".

Manufacturer narrative:
Based on the reported information and investigation of the returned product, the reported condition could not be confirmed. The returned unit operated normally during functional testing. The 80 pound torque knob tested good under pressure. The ratchet extension arm had no visible cracks and the lock was in good working order . The large starburst teeth were a little worn but was still functional. This condition would not have caused the slippage. The rocker arm passed the go nogo gage and other components were functional. General maintenance and cleaning were required. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.